Event description:
It was reported that loss of capture occurred when the ventricular lead was inserted into the header of the pulse generator. The header/lead connection was checked three times and nothing unusual was noted. A new device was successfully implanted. The patient was pacemaker dependent and had no underlying ventricular rhythm.